Manufacturer narrative:
This event has been recorded by zimmer biomet (B)(4). Product has not been received by zimmer biomet and the investigation will begin once product is received. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that zimmer air dermatome device graft was "dog earred". More skin was procured. An additional unplanned skin graft was needed. There was a delay in time to bring in a new dermatome from sterile processing. No additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2018, it was reported that the device was ¿dog earred¿. On (B)(6) 2018, it was clarified that the issue occurred during surgery. There was no damage to the device and the event was not identified after a recent purchase or repair. Another graft was required which caused for some medical intervention/ additional surgical procedure. There was a small delay in order to bring a new dermatome from processing. The surgical technique was followed. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the air dermatome by zimmer biomet surgical on april 11, 2018 revealed that the calibration was within specification. The motor¿s rpm were within specification. Repair of the air dermatome was performed by zimmer biomet surgical on april 11, 2018 which included replacement of the vespel sleeve bearings and semi-circle bearings. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿the device was ¿dog earred¿¿ was not confirmed since during initial inspection the device functioned as intended. The reported event was not confirmed since the device functioned as intended during initial inspection; hence, a root cause cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.